Event description:
It was reported that patient underwent total knee arthroplasty in 2008. Subsequently, a revision procedure was performed in 2009 to replace 14mm x 67mm tibial bearing, was removed and replaced to a 20mm x 67mm bearing for stability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed october 26, 2009.